Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon evaluation, the rear response button was non-functional. The cause of the non-functional response button is a damaged switch. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated reason, a reportable problem was found. The rear response button was not functional.